Event description:
It was reported that on (B)(6) 2009 - assessment: low back pain. On (B)(6) 2009 - diagnosis: thoracic or lumbosacral neuritis or radiculitis, unspecified. On (B)(6) 2009 - lumbar 4-5 foraminotomy, right, microdissection technique. Lumbar 5-sacral 1 fixation with spire plate. Lumbar 5-sacral 1 interlaminar fusion with bone morphogenetic protein, allograft and local autograft. On (B)(6) 2010 - posterior lumbar exploration of l5-s1 fusion, interlaminar, right, removal of spire plate. Osteotomy of said fusion for mobilization l5-sl. L4-l5 foraminotomy, right, microdissection technique. Gill procedure for decompression of the l5 foramen and resection of the inferior facet l5, right. Posterior lumbar interbody fusion and application of biomechanical device, autograft:, allograft, and bone morphogenetic protein l5-sl. Segmental fixation pedicle screws l5-s1, left. Posterior lumbar intertransverse and facet fusion ls-s1, left. On (B)(6) 2012 - CT guided nerve root block (B)(6) 12 - CT guided nerve root block on (B)(6) 2013 - he underwent a reoperation/left l4-5 inspection, removal of prior spine plate, left l5-s1 trans foraminal lumbar interbody fusion on (B)(6) 2010 (s/p l5 s1 spine in 2009). He did quite well for almost two years with resolution of leg symptoms. Then, in (B)(6) 2012 he began to have left low back and leg symptoms again. He had l4 and l5 selective nerve root blocks with transient relief in the past. He did have repeat injection last november but less effective. He has not done any formal pt but does do his regular home exercises. He uses hydrocodone prn. He has tried neurontin but it was sedating. His pain has worsened over the last several months. Currently, the patient complains of: ongoing back stiffness, with chief complaint left leg pain (left hip, lateral thigh and lateral calf to his foot/ ankle, no toes) worse with bending, ambulation. No groin or anterior thigh pain. He will note some right hip pain but not down the right leg at all. On (B)(6) 2013 - pt calls to cancel his bilateral l4-5 foraminotomy, transverse lumbar interbody fusion left with l4-5 bilateral screws scheduled for smh on (B)(6) 2013. He has had a second opinion and they recommended a 3 level lumbar fusion with rods and screws. Per pt he believes he is having an l3-4, l4-5, l5-s1 tlif on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.